Manufacturer narrative:
The pump was received with the serial number label fading. The pump was programmed with a test guardian 2 link and a test plug and communicated properly. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test value (240 mg/dl) properly and displayed correctly on the display graph. The pump was also programmed with test glucose meter. Pump communicated properly and recorded the 240 mg/dl value properly from glucose meter. The pump passed the displacement test and self test. Hardware low level failures alarm confirmed in the pump history (variable info=3) due to broken trace at pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the self rest was performed and during self test the pump error was occurred. The customer installed new battery, insulin pump was rewind, fill cannula 0.3 was visible in daily history. New self test was performed; no pump error came up. The insulin pump will be returned for analysis.